Event description:
Fire with hill-rom 850 electric bed. Bed fire experienced on hill-rom model 850 electric bed in 2003. Pt's parent heard loud noise from bed and observed smoke and flames from under bed. Pt moved to safety without harm, fire extinguished and bed removed from pt area. Inspection revealed that motor capacitor had blown and either ignited capacitor contents or shorted other components. Hill-rom then informed rptr that they had notified customers in a letter dated july 15, 1991 that this type of failure was possible and that they "encouraged" customers to replace all capacitors with a newer style. Rptr has no record of receipt of that letter and there was never any alert from ecri, FDA, or other watchdog agencies. Review of maude database showed one similar incident. Rptr had over 60 beds of this model and found several with old style capacitors. The manufacturer's service rep was also not aware that the capacitors should have been upgraded. Several other bed model numbers from hill-rom are also affected (450, 550, 715, 720, 815, 820, 835, 840, 850, 894, 1120, 1130, 1140).